Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer inserted new sensor and received multiple calibration errors that led to change sensor alert. Troubleshooting was done for bad sensor alert. Customer's blood glucose was 215 mg/dl. Customer will remove and replace the sensor. Troubleshooting was done for calibration error. Customer's blood glucose was 89 mg/dl. Customer mentioned latest blood glucose was 401 mg/dl. Advised customer to wait until blood glucose is stable to calibrate. Customer will monitor the issue. No further information provided.